Event description:
During split thickness skin graft to left leg wound, the padgett model s electric dermatome would run for short time then quit. It was replaced and the procedure completed. The dermatome has only been in service for 2-3 months and is still under warranty. It will be send to the manufacturer for repair.